Manufacturer narrative:
Available details indicate that the device does not power on. The device was returned to philips/bench repair facility. Device evaluation confirmed that the device does not power on. Functional tests determined the processor assembly and the ui (user-interface) cable to the processor are defective and needs to be replaced. The customer was provided a quote for services and the parts, but the quote was cancelled. The customer did not accept the quote. The device was returned to the customer unrepaired. Based on the information available and the testing conducted, the cause of the reported problem was faulty component. The reported problem was confirmed. The customer was provided a quote for service, repairs and replacement components, but the customer did not accept the quote. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the "device is not opening." There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.